Event description:
It was reported that the screen on quick bolus button has stopped working. The device turns on when plugged into a power source. No reported impact to customer's blood glucose level.